Manufacturer narrative:
H3, h6: the uninterruptible power supply (ups) was returned to medtronic for analysis. Testing was conducted and the ups had confirmed electrical failure. Fdm b01, fdr c02, and fdc d02 are applicable to the ups analysis. H3, h6: the battery was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the battery analysis. Lot number of ups: 19110100 lot number of battery: 1912 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787. Product ID: 9735773. Product ID: 9735881. A medtronic representative went to the site to perform a system check out and they found the system was not receiving power. When plugging the system into a power outlet, the charging system did not initiate, and the power button will not power on the system. Two fuses were replaced to resolve the issue. (B)(4) are applicable to the system checkout. The fuses were returned for product analysis. The returned fuses were tested and one was found to be bad/blown and the other one was good and passed a continuity test. (B)(4) are applicable to the fuses. The ups and the battery were returned for product analysis. The analysis is still in progress. (B)(4) are applicable to the ups and the battery. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that this unit powered off during boot up and then they were unable to power it back on. They have tried multiple power ports and are still unable to get the unit to power on. The system was plugged into a known good outlet when it shutdown. This occurred during a case and navigation was aborted. The manufacturer representative looked for kinks in any of the connections, and found there were no lights on the uninterruptible power supply(ups) or the computer. Nothing was found running, and the power light was not illuminated. The system was unable to get power, indicating a ups failure. There was no patient harm and the procedure was delayed less than one hour.